Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had twiddler¿s syndrome and was previously noted to have had lead reposition due to twiddler¿s syndrome as well. Device remains implanted. No further information available.